Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the haptic is visible in lower left corner of eye and also stated that optic is starting to decenter. Additional information has been requested and provided that there was no harm and no hospitalization. The iol was exchanged in a secondary procedure 23 days following the initial procedure.

Manufacturer narrative:
A photo was provided of the patient's eye. Unable to clearly delineate the reported "haptic visible lower left corner". The optic was not visible. It could not be determined if the optic was damaged. Associated products were not provided. It is unknown if qualified associated products were used. The company model is only qualified for use in the company (a) cartridge. The product investigation could not identify a root cause for the reported complaint. The product was note returned for evaluation. The manufacturer internal reference number is: (B)(4).